Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the device is not available for evaluation as it remains implanted in the patient. The cause for the valve stenosis could not be confirmed. However, may be due to progression of disease process.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from implant patient registry (ipr), approximately 4 years 5 months post implantation of a 29 mm sapien xt valve in previous melody valve, a valve in valve (viv) procedure was performed with a 26 mm sapien 3 valve.  The reason for the viv is due to symptomatic pulmonary stenosis. Recent tte reported mild-moderate pulmonary insufficiency, with sequential gradient, peak gradient of 52mmhg and mean gradient of 30 mmhg. The patient tolerated the procedure well with no complications.  Post op tte showed a well seated valve with mg 14 mmhg, no pulmonic valve insufficiency, no obvious pulmonary regurgitation. The patient was discharged home on post operative day 1.

Manufacturer narrative:
Reference CAPA-20-00141.